Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a rise in lactate dehydrogenase levels. The patient was transplanted on (B)(6) 2014. According to the vad coordinator, the patient's transplant was device/therapy related.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 19 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.